Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit power on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e3,h6(clinical & impact).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) will not power on. There was no patient involvement.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) issue with power on. A getinge field service engineer (fse) confirmed unit would not power on due to the power supply not charging the batteries. Found burned cable connector between power supply and power supply monitor board. Fse replaced power supply cart, power supply monitor board, power management board, cable pcb ac, reel ac power cord and backlane cart cable harness because one of the power pins was pushed in. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. No patient involvement, no patient injury reported and event occurred before use. The fat performed a visual inspection and found few damaged parts melted together. The rest of the parts were in good condition. These parts were tested for 30 minutes with no issues. Fat cannot investigate these parts any further due to the saline spill. Retaining the parts in the failure analysis and testing department. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.